Manufacturer narrative:
Date of this report: (B)(6) 2015 . Date manufacturer received: 08/12/2015. Product evaluation: analysis found that the reported tip break on the blade was confirmed. The middle tube tip was broken off at the spiral wrap. Method: actual device evaluated (B)(4). Labeling evaluation (B)(4). Visual inspection (B)(4)-- results: fracture problem (B)(4)-- conclusion: operational context caused or contributed to event (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the blade broke while in the patient and a piece fell into the patient. The piece was successfully removed with forceps, no additional procedures were required. There was no patient impact.

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). Product evaluation: device analysis expected, but not yet begun.